Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, when clamping blood vessels and common bile duct, clamping was impossible. There was no patient injury.